Manufacturer narrative:
Report confirmed. No evaluation was performed, as the part was not returned. If the product is returned in the future, a complaint investigation will commence. On follow-up it was noted that the device was discarded. No additional information was available. The user manual contains the following warning 'do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Event description:
It was reported that "the drill broke on the patient's skull. Risk of bleeding." No patient impact was reported. No additional information was available on follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.